Event description:
Boston scientific became aware of an incident involving the obtryx ii system and the solyx single incision sling system through an article titled "a new approach to urodynamic stress incontinence care offering promise for menopausal women" by wael khafagy, md, et al. The article reported that between may 2019 and october 2021, a study was conducted on a group of 120 patients to assess stress urinary incontinence treatment options. Sixty patients underwent a standard mid-urethral transobturator tape (tot) sling procedure, while the other sixty underwent a single-incision mini-sling (sims) procedure. The study aimed to determine patient progress using objective cure rates (cough stress test) and subjective cure rates (sandvik incontinence severity index and international consultation on incontinence questionnaire - short form), intraoperative and postoperative complications, and postoperative pain (measured via visual analog scale). The study found that patients who underwent the single-incision mini-sling (sims) procedure experienced less postoperative pain compared to those who had transobturator tape (tot) slings. Patients who had transobturator tape (tot) surgery often experienced severe and long-lasting pain that covered a large area, sometimes including pain in their legs, which was further aggravated during lower limb activity. This pain could be related to injury of the adductor tendon. In contrast, post-surgery pain after the single-incision mini-sling (sims) procedure was milder and shorter-lived, as the procedure involved making only a small puncture in the obturator membrane without injuring the obturator internus, thus avoiding tendon damage. The study did not report any instances of urethral, nervous, or vascular injuries. Mesh extrusion occurred in one case within the single-incision mini-sling (sims) group and another in the transobturator tape (tot) group. In the former case, the patient received topical estrogen cream, resulting in complete healing, while partial mesh excision was required for the latter group. Furthermore, patients experiencing postoperative urinary retention underwent re-catheterization for three days. After catheter removal, all individuals (three from the tot group and two from the sims group) exhibited spontaneous voiding. Several symptoms were also noted post-surgery, including vaginal perforation (three cases in the tot group and one in the sims group), voiding dysfunction (three cases in the tot group and two in the sims group), and de novo urge (six cases in the tot group and five in the sims group). However, they were managed conservatively, with resolution in most cases. The study also revealed increasing satisfaction and cure rates among women in both groups. A similar study focused on patients with stress urinary incontinence (sui) who underwent single-incision mini-sling (sims) surgery, with a 29-month follow-up showing a postoperative objective cure rate of 86.3%. However, this study found no significant difference between both groups in terms of subjective cure rate. On the other hand, the single-incision mini-sling shows less pain and a similar success rate in a short-term follow-up compared to transobturator tape (tot) in the management of menopausal stress urinary incontinence. Note: this manufacturer's report pertains to the event involving the solyx single incision sling.

Manufacturer narrative:
Block h2: correction block h6 (patient codes) has been updated. The imdrf e1311 has been removed since the voiding dysfunction already includes both urinary retention and urinary urgency codes. Imdrf e2330 has been added. Block a2: the exact age of the patients is unknown. However, the patients involved in this study were post-menopausal women with an average age of approximately 62 years. Block b3: date of event was approximated to september 11, 2023, publication date, as no event date was reported. Block h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6a: the implant date was approximated to (B)(6) 2019, the month when the clinical study started, as there was no specific implant date provided in the article. Block e1: the obtryx and solyx devices were implanted at (B)(6) hospitals. Block g2: literature: wael, k., walaa, e., mahmoud, r., elmetwally, f., ehab, e., ahmed, s., ahmed, m., hamada, a., ahmed, e., mohamed, m., mohammed, h., ahmed, z., ahmed, a., soliman, a., muhammad, a., mahmoud h., ahmed, a., moatazza, a., mohamed, r., esam e., saed k., alaa, m., ahmed, e., & hazem, d. (2023). A new promising approach to urodynamic stress urinary incontinence care can help menopausal women. Menopause review 22(3): 121-125 https://doi.org/10.5114/pm.2023.131058. Block h6: the following imdrf patient codes capture the reportable event of: e1309 - captures the reportable event of urinary retention. E2114 - captures the reportable event of vaginal perforation. E2006 - captures the reportable event of mesh extrusion. E2330 - captures the reportable event of postoperative pain. The following imdrf impact codes capture the reportable event of: f2303 - captures the reportable event of topical estrogen cream prescription for the treatment of mesh extrusion.

Manufacturer narrative:
Block a2: the exact age of the patients is unknown. However, the patients involved in this study were post-menopausal women with an average age of approximately 62 years. Block b3: date of event was approximated to september 11, 2023, publication date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6a: the implant date was approximated to may 1, 2019, the month when the clinical study started, as there was no specific implant date provided in the article. Block e1: the obtryx and solyx devices were implanted at al-azhar university maternity and urology hospitals: block g2: literature: wael, k., walaa, e., mahmoud, r., elmetwally, f., ehab, e., ahmed, s., ahmed, m., hamada, a.,ahmed, e., mohamed, m., mohammed, h., ahmed, z., ahmed, a., soliman, a., muhammad, a., mahmoud h., ahmed, a., moatazza, a., mohamed, r., esam e., saed k., alaa, m., ahmed, e., & hazem, d. (2023). A new promising approach to urodynamic stress urinary incontinence care can help menopausal women. Menopause review 22(3): 121-125 https://doi.org/10.5114/pm.2023.131058 block h6: the following imdrf patient codes capture the reportable event of: e1309 - captures the reportable event of urinary retention. E2114 - captures the reportable event of vaginal perforation. E2006 - captures the reportable event of mesh extrusion. E1311 - captures the reportable event of voiding dysfunction. The following imdrf impact codes capture the reportable event of: f2303 - captures the reportable event of topical estrogen cream prescription for the treatment of mesh extrusion.

Event description:
Boston scientific became aware of an incident involving the obtryx ii system and the solyx single incision sling system through an article titled "a new approach to urodynamic stress incontinence care offering promise for menopausal women" by wael khafagy, md, et al. The article reported that between may 2019 and october 2021, a study was conducted on a group of 120 patients to assess stress urinary incontinence treatment options. Sixty patients underwent a standard mid-urethral transobturator tape (tot) sling procedure, while the other sixty underwent a single-incision mini-sling (sims) procedure. The study aimed to determine patient progress using objective cure rates (cough stress test) and subjective cure rates (sandvik incontinence severity index and international consultation on incontinence questionnaire - short form), intraoperative and postoperative complications, and postoperative pain (measured via visual analog scale). The study found that patients who underwent the single-incision mini-sling (sims) procedure experienced less postoperative pain compared to those who had transobturator tape (tot) slings. Patients who had transobturator tape (tot) surgery often experienced severe and long-lasting pain that covered a large area, sometimes including pain in their legs, which was further aggravated during lower limb activity. This pain could be related to injury of the adductor tendon. In contrast, post-surgery pain after the single-incision mini-sling (sims) procedure was milder and shorter-lived, as the procedure involved making only a small puncture in the obturator membrane without injuring the obturator internus, thus avoiding tendon damage. The study did not report any instances of urethral, nervous, or vascular injuries. Mesh extrusion occurred in one case within the single-incision mini-sling (sims) group and another in the transobturator tape (tot) group. In the former case, the patient received topical estrogen cream, resulting in complete healing, while partial mesh excision was required for the latter group. Furthermore, patients experiencing postoperative urinary retention underwent re-catheterization for three days. After catheter removal, all individuals (three from the tot group and two from the sims group) exhibited spontaneous voiding. Several symptoms were also noted post-surgery, including vaginal perforation (three cases in the tot group and one in the sims group), voiding dysfunction (three cases in the tot group and two in the sims group), and de novo urge (six cases in the tot group and five in the sims group). However, they were managed conservatively, with resolution in most cases. The study also revealed increasing satisfaction and cure rates among women in both groups. A similar study focused on patients with stress urinary incontinence (sui) who underwent single-incision mini-sling (sims) surgery, with a 29-month follow-up showing a postoperative objective cure rate of 86.3%. However, this study found no significant difference between both groups in terms of subjective cure rate. On the other hand, the single-incision mini-sling shows less pain and a similar success rate in a short-term follow-up compared to transobturator tape (tot) in the management of menopausal stress urinary incontinence. Note: this manufacturer's report pertains to the event involving the solyx single incision sling.